Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed and the cause was determined to be use related. One 4 fr groshong PICC was returned for investigation. The groshong catheter was received with the stylet in the lumen. Blood residue was visible on the external surface of the catheter, which indicates that the product was in use. A functional test revealed a leak 2.4cm from the distal tip of the catheter. The leak site revealed a circular split in the blue stripe that coincided with the distal tip of the stylet. The position of the stylet was within specification. It appears that the stylet was pushed through the catheter wall. The IFU states, ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps. Avoid perforating, tearing or fracturing the catheter when using a guidewire. Do not use the catheter if there is any evidence of mechanical damage or leaking.¿

Event description:
It was reported by nurse that there was normal saline overflowing found 2 cm away from the tungsten coating on the catheter shaft when preflushing the catheter.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reaw0624 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by nurse that there was normal saline overflowing found 2 cm away from the tungsten coating on the catheter shaft when preflushing the catheter.